Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated that on (B)(6) 2015, her husband was using the sit to stand lift, the ghs350, and her husband hit his right eye on the handle. She stated that the ends of the handles are about the same size as an eyeball and from him hitting the handle it ruptured his eye socket. His wife stated that his eye socket was ruptured, he had to receive 25 stitches, his cornea was loose, and he had an implant in his eye that was put in during a previous cataract surgery that had to be taken out. She stated that he had to have surgery because of this and was hospitalized for one night. She stated that he has had to visit the surgeon 4 times since this has happened. She stated that they have been going to the surgeon to get the pressure down around his eye to keep from having the eye removed. She stated if they cannot get the pressure down he will have to get his eye removed. She stated that she feels that if the handles were bent or shaped differently this would have not have happened. She stated that she now has placed tennis balls on the handles to help from this happening again. The unit has not malfunctioned and is working properly this was just was an accident. Parkinson's disease and prior cataract surgery could be a contributing factor.